Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter read inaccurately high compared to her feelings/ normal blood glucose results. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on the morning of (B)(6) 2012. It is not known how the patient manages her diabetes or what action the patient took prior to the start of the alleged issue. The patient reported a blood glucose result of "80 mg/dl" with the subject meter. Prior to the start of the alleged issue, the patient claims she was found unconscious by her children. Emergency medical services (ems) was contacted. The patient obtained a blood glucose result of "25 mg/dl" with the ems device. The patient was administered a glucagon injection as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have test strips or control solution to perform quality control testing. Replacement products were sent to the patient. It is not known what the patient's blood glucose read prior to the start of the alleged issue or if changes were made to her usual diabetes management routine; however, this complaint is being reported because the patient allegedly obtained a blood glucose result of "25 mg/dl" with an ems meter and received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on february 27, 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k061118.